Manufacturer narrative:
(B)(4). This complaint for air in the patient line during a low drain volume alarm was confirmed based on home patient (hp) stating that there was air in the patient line. Used sample, disposable set or machine were not returned to baxter for complaint investigation. The source of the air in the patient line is unknown. The labeling review found the labeling adequate for the related use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA..

Event description:
A customer contacted baxter's technical service center reporting air in the line during a low drain volume alarm while doing the initial drain the technical service representative (tsr) instructed the home patient (hp) to troubleshoot and the hp stated that there was air in the patient line. The tsr recommended that the hp end therapy and start over with new supplies. The tsr walked hp through ending therapy procedure. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the air in the line. The hp stated he started over with new supplies and resumed therapy. The hp followed up with his peritoneal dialysis nurse (pdrn) regarding the air in the line. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.